Manufacturer narrative:
The reported events of lead pin broke off and the stylet got stuck in the lead were confirmed. As received, a complete lead was returned in one piece with the stylet stuck inside the lead. A visual inspection of the lead revealed that the connector pin and connector cap were pulled out of the connector assembly along with the inner coil which is consistent with procedural damage. Additionally, the polytetrafluoroethylene (ptfe) stylet coating was bunched up and clogged within the inner coil distal to the connector pin. The cause of the reported event was due to bunched up ptfe coating of the stylet that prevented the removal of the stylet and excessive forces resulted in the connector pin and cap to be pulled out of the connector assembly. Electrical testing revealed no indication of conductor fractures or internal shorts. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.

Event description:
During implant, the stylet was unable to be removed from the left ventricular (lv) lead resulting in damage. The event was resolved by explanting and replacing the lv lead. The patient was in stable condition.